Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. On (B)(6) 2025, while the dexcom device displayed a sensor error, the patient´s omnipod pump gave her an incorrect insulin dose. It was not reported whether pump was in automatic mode at this time but patient remembered that pump was giving incorrect dose. Because of this she couldn¿t hear well and almost passed out. Besides this the patient experienced confusion, disorientation, dizziness, and blurred vision. The patient used siri to call emergencies, and paramedics, police and firemen were sent to her house. No blood glucose reading was reported from the event, but the patient was treated with intravenous dextrose, fluids, and glucose gel and tablets. The paramedics stayed for less than 1 hour, and the patient did not go to the hospital. At the time of the report the patient was stable. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e0903 hearing impairment.